Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose was unknown. The customer was not assisted with troubleshooting. Customer states the battery life diminished and insulin pump rejected brand new battery. Customer states insulin pump screen was scuffed up and insulin was squirted during prime. The device will not be returned for analysis.